Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter was found on the bd vacutainer® flashback blood collection needle tip before use.

Manufacturer narrative:
Investigation summary: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for foreign matter on the cannula was not observed; however, white foreign matter was observed inside the IV shield. Additionally, testing of the customer samples was performed and foreign matter was observed and identified to be polyurethane material. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer photos and samples, the customer¿s indicated failure mode for foreign matter with the incident lot was observed. Root cause description: based on the investigation, a root cause from the manufacturing process could not be determined.

Event description:
It was reported that foreign matter was found on the bd vacutainer® flashback blood collection needle tip before use.